Manufacturer narrative:
Device evaluation summary: the device was returned in an endovascular return kit. The device was returned bloodied with the stent graft not loaded within the delivery system as it was deployed in the patient. Upon inspection of the device, there was a kink approximately 135 mm from the edge of the graft cover. The delivery system was returned disassembled (external slider, capture release handle). There was a break to the backend of the screw gear in the area of the capture release. The rest of the device was unremarkable. Inspection of the capture tubing found transparent/glossy material located approximately 1 cm above the back end t-tube. The transparent/glossy material was about 1 mm in length. The event was confirmed; the difficult to deploy most likely was related to the silicone adhered to the capture tubing not allowing passage through the silicon seal. Previous investigation for silicone sticking to the tip capture lumen has been performed. However, a definitive root cause could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the initial deployment of the valiant stent graft in the transverse thoracic aorta was successful. When the physician turned the handle of delivery catheter to release the suprarenal struts, the tip capture release did not function. The physician disassembled the back of the delivery catheter and was able to release the suprarenal struts. The valiant stent graft was successfully implanted. Per the physician, the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.